Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6)2024 one infusion set cannula were crimped and patient faces symptoms within 3 or more hours after insertion. The infusion set is long for overnight. The blood glucose value is high and patient value is more than 500 mg/dl. No further information available.